Event description:
It was reported that the sternal saw was broken. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per investigator, preliminary results found there was no issue found and no visible damage to the sternal saw or drive cable.